Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient. A repeat bravo procedure was performed. Intervention required was that the capsule was withdrawn from the patient, intact with the delivery system. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for over 15 years. The capsule and delivery system will not be returned for evaluation. No other known adverse events were reported.